Manufacturer narrative:
The device has been returned to the manufacturer, cardiac science corporation, but has not been evaluated yet. Once the investigation is complete, a follow-up report will be filed.

Event description:
Customer states that AED was used in a rescue and continued to prompt "do not touch patient". Medics later arrived and transported patient to the hospital. The rescue file was cleared from the device before an evaluation could occur.